Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 10mm amplatzer septal occluder was selected for implant. The device was prepped according to the IFU. During deployment the left disc prolapsed within the left atrium and formed a cobra head deformation that was viewed under fluoroscopy. Attempts were made to form the left disc by pressing the left side of the left atrium however, it was unsuccessful. The device was still attached to the delivery cable so it was retrieved and replaced with a 8mm amplatzer septal occluder that was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.